Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information a piece of the device broke off and remained inside the patient. There was a delay in surgery to remove the broken piece from the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't found any other complaints on lot number on 16th september 2025, we received one used sample. After decontamination, we see that the basket was functional. There are two little impact on the orange sheath. A piece of the orange sheath at the level of the basket is broken and detached from the rest of the sheath. Additionally, this piece, which has detached from the sheath, is also cracked along its length. Based on our investigations, we cannot determine the root cause of this issue. Checking the quality databases did not reveal any anomaly in relation to the described defect. Note: the dormia is a fragile instrument which must be handled with care. However, our documentation reveals a 100% inspection is performed following our work instruction and inspections are documented: control realized at 100% after the assembling: each step of the process, functionality (open/close) verified. After the packaging, visual controls at 100% during the packaging, an opening and closing test is performed three times and a checking that the basket is fully extended is performed. The dormia is packaged with the basket opened. A rmf evaluation was performed based on criq269, risk identified 11360 & 11363 (hazardous situation: basket cannot be opened/closed several times, sheath damaged or broken). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was performed on dormia no-tip/n stone, on the same defect "sheath broken" from september 2021 to september 2025: 19 similar cases were found.

Event description:
According to the available information a piece of the device broke off and remained inside the patient. There was a delay in surgery to remove the broken piece from the patient.